Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. Analysis indicated that the flat wire was found protruding from the delivery system outer shaft. The delivery system outer shaft was kinked/buckled and the delivery system inner shaft was mechanically kinked/bent. Visual analysis of the lead indicated damage during use. The analyst noted that the delivery system was returned with the device attached. Visual analysis found the distal end damaged when received. Additional inspection found that the wire mesh was exposed on the shaft near the proximal end of the sheath. The outer shaft was kinked in multiple locations from the distal end of the delivery system. Articulation curve was not tested due to damage to distal end of delivery system. The analyst was able to successfully deploy and recapture the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the leadless implantable pulse generator (ipg), it was repositioned twice due to high thresholds. The delivery system was returned with the device to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.